Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information provided indicated that the alarms had fully resolved since the modular cable and system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced pump off and driveline disconnect alarms for two days. Patient appeared to have tears on the pump cable portion of their driveline that they tried to fix with a cement type of material. The patient underwent a chest and a kidney, ureter, and bladder (kub) xray. The driveline section of interest was not viewable from the image submitted. Patient was admitted and log files were submitted for analysis. The log files appeared to show pump stops that were related to electrostatic discharge events and a couple pump stops related to the driveline being disconnected. On (B)(6)2024 additional log files were submitted for review. The additional log file data captured 7 new brief pump stops. The modular cable and system controller were exchanged, and new log files were sent for analysis. The log files did not contain any pump stops. The modular cable connector that plugs into the driveline pump side connector was examined on (B)(6)2024. The connection appeared to be clean inside and around the pins. The connection between the driveline and the new modular cable was not difficult and the pump restarted immediately. The epoxy/cemented material from the driveline cable was also removed and rescue tape was used to cover it securely. Another set of log files was sent per tech services request. There appeared to be no unusual events recorded in the log file event history following the system controller and modular cable exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller (serial number: (B)(6) was returned in association with the reported event of atypical driveline disconnect alarms and pump stops. The system controller passed preliminary testing without issue or alarms. The driveline disconnect alarms were not able to be reproduced with the returned system controller. A review of the submitted and downloaded log files from the reported event dates of 04nov2024 and 05nov2024 showed the driveline disconnect and pump stop alarms associated with the reported event. The driveline was disconnected on (B)(6)2024 at 13:14, consistent with the reported system controller and modular cable exchange. The log files did not show any indication of an issue with the system controller. Provided information indicated that the system controller and modular cable were exchanged, and that the alarms have not reoccurred after the exchange. The root cause of the driveline disconnect alarms and pump stops were determined to be due to the wire damage on the modular cable and could not be correlated to an issue with the system controller. The device history records were reviewed and found no deviations from manufacturing or qa specifications. Heartmate iii instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use, rev. C section 2 - ¿system operations¿ and heartmate iii patient handbook, rev. D section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.